Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that she has never been able to get it to work. The patient stated that she was told that to connect she needs to press the navigator button first. The tech services (tss) reviewed how to connect with the personal therapy manager (ptm). The patient reported seeing ¿x 8476¿ code. The tss reviewed code meaning. The patient verified she had magnetic resonance imaging (MRI) yesterday. The patient stated she was not hearing an alarm. She was not feeling any symptoms. The tss reviewed telemetry state and suggested that the patient keep trying to request a bolus. The tss suggested the patient follow up with their doctor to make them aware.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8835 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.